Event description:
Info received indicates the head support is drifting down.

Manufacturer narrative:
The tech found the mechanical lock and gas shock were dirty and rusted, causing them to slip. The tech replaced the gas shock and mechanical lock to repair the stretcher.